Event description:
During the call with the dental office on (B)(6) 2014 it was stated that a second person was burned with the same handpiece. In this case the handpiece heated up burning a standard dental treatment and caused a burn in cheek. The pt was given some otc vitamine e coil to apply to the burn. See also MDR 3003637274-2014-00024.

Manufacturer narrative:
The analysis did show that the handpiece runs out of specification. The head heats up which was caused by inner friction.